Event description:
Healthcare professional additionally reported right side removal due to patient "desires smaller". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight and crease flat. A microscopic analysis was performed which identified: one broken crease sharp on the radius and wear abrasion. Based on the device analysis the final assessment is: broken crease sharp on the radius assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.